Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, an 8 mm amplatzer atrial septal occluder was selected for implant. The physician attempted to deploy the device and upon release of the left disc, it was noted that the device came out of the sheath deformed. The device was resheathed and removed. A second 8 mm amplatzer atrial septal occluder was deployed successfully. There were no adverse consequences to the patient and the patient remained hemodynamically stable throughout the procedure. The procedure was extended by approximately 5 minutes. The patient was discharged. The physician does not attribute the deformation to patient anatomy.